Manufacturer narrative:
This foreign report is being submitted on 12-jul-2016 for a device product that is considered same/similar to a u.s. Marketed device ((B)(4) floss). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 27-jun-2016 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using (B)(4) floss (route: dental, lot number 0744d, expiration date, frequency, and indication unspecified). After an unspecified duration, the consumer noticed that the cutter guard came off from the cartridge. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
This foreign report is being submitted on 08-sep-2016 for a device product that is considered same/similar to a us marketed device (reach j&j floss deep clean icy mint 50yd). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using reach floss cleanpaste original 32m (route: dental, lot number 0744d, expiration date, frequency, and indication unspecified). After an unspecified duration, the consumer noticed that the cutter guard came off from the cartridge. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information received on 10-aug-2016. A review of the data revealed no unfavourable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Based on the investigation results, there is no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The analysis of product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored.